Event description:
It was reported that the vaginal cuff opened up six months after a total laparoscopic hysterectomy. A loop of bowel was in the vagina. They went back in to close and resuture the vaginal cuff.